Manufacturer narrative:
Additional information has been requested and if received, will be submitted on a supplemental report.

Event description:
Surgeon reported via our sales rep, he noticed during a surgery that the green marketing (ring) is missing at the drilling sleeve.